Event description:
It was reported that part of the crab claw broke off. The crab claw was being used by the surgeon to reduce a fracture in the recommended manner and part of the crab claw broke off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The returned reduction forceps was analyzed for conformance to print specifications and the device history records was researched. No abnormal findings were identified. Conclusion: based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and as no detailed information is available, we are not able to determine the cause of this occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)